Event description:
Information was received from a healthcare provider (hcp) who reported the patient experienced a sudden change in therapy. It was determined the extensions broke and were replaced. The patient recovered without sequela.

Manufacturer narrative:
Section d10 references: product ID 37085-60 lot# serial# (B)(6)product type extension product ID 37085-60 serial# (B)(6) product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: 37085-60, serial/lot #(B)(6) ubd: 13-dec-2015, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(6), ubd: 13-dec-2015, UDI#: (B)(4)h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the ins (B)(6) found no significant anomaly. Analysis of the extension (B)(6) found no significant anomaly. Analysis of the extension (B)(6) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.